Manufacturer narrative:
The design vendor examined the digital mold, mold of mold, and implant files and no design flaws were found. The digital files were examined to ensure no gaps or overlaps existed between parts that could lead to the caste implant being able to grip to the forehead skin in any way outside of the ordinary. No nonconformances were found during review of the device history record. The htr pmma implant is intended to facilitate minor tissue growth into the implant. This would occur after being implanted for a period of time. This is the likely cause if the complaint occurred post-operatively. If the complaint occurred intra-operatively, there are not enough details to determine a failure mode or root cause. The complaint cannot be verified as limited details were given and there was no return. The most likely cause is surgeon preference. There are no indications of manufacturing defects. (B)(4).

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
The sales associate reported "there is a patient in (B)(6) to which is placed a htr pmi implant and the skin of the forehead was hit plasty (implant)." Additional details were requested, however the sales associate responded "it is not a problem of the implant or this is what we think. Only transmit the surgeon told us that had stuck to the skin." The event details are not clear and no additional information has been provided at this time.